Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) observed that the monitor could not be powered on whether on battery or on alternating current (a/c) power. The auxillary (aux) printed circuit board (pcb) has a failed capacitor. The 12 volts raw is shorted to the ground, resulting the inability of the monitor to power on. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the monitors display would not come on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.